Event description:
Customer reported a blank display on the insulin pump. It was noted that the display did return after the insertion of new batteries. Customer also mentioned scratches on the display screen. Customer's blood glucose reading at the time of the call was 500 mg/dl and has treated with a manual injection. Customer stated that they have been off the insulin for about a month. No further information reported.

Manufacturer narrative:
Pump was monitored in 2 days and had no blank display noted. Pump received with normal operating currents. No unexpected battery out limit alarm noted. Insulin pump received with severely scratched display window, cracked battery tube threads, missing end cap sticker.